Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post pacemaker implant, the ventricular capture management (vcm) test ran and saw a high threshold resulting in higher outputs. When the vcm test was manually performed, it revealed a low threshold. Vcm was changed to monitor only. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.